Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the clinic with high lactate dehydrogenase and plasma free hemoglobin levels. An echocardiogram ramp study reportedly showed unspecified evidence of device thrombosis. The pump was exchanged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 12 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the inlet housing upon disassembly of the pump revealed a thrombus formation surrounding its bearing cup. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of slight denaturation suggest that it developed acutely and was present while the pump was supporting the patient. A root cause for the development of the observed depositions could not be conclusively determined through this evaluation; however, they could have contributed to the patient¿s elevated lactate dehydrogenase level and plasma hemoglobin. Upon removal of the observed depositions, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.